Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter is giving inaccurate erratic readings of ¿hi, above 600 mg/dl, and 70 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The alleged inaccuracy issue began on (B)(6) 2014 at 10 am. Within 20 minutes, the patient reportedly had symptoms of feeling nauseous and managed his diabetes with more food/drink. There was no report of any required hcp medical intervention to suggest a serious injury. During troubleshooting, the patient confirmed the reported readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The test strips were in good condition and within the expiration date. The unit of measurement was set correctly. This complaint is being reported due to the alleged inaccurate erratic issue. There was no evidence of a serious injury associated with the reported issue.

Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2014). The patient¿s meter has been returned on 9/17/2014 and evaluated by lifescan product analysis on 10/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s test strips have been returned on 10/21/2014 and evaluated by lifescan product analysis on 11/12/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.